Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the physician was unable to place the trial lead at the desired level during a trial procedure on (B)(6) 2021. In turn, the physician abandoned the procedure and discarded the lead.